Manufacturer narrative:
It was reported that it is taking over 30 minutes to run through the medicine. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
It is taking over 30 minutes to run through the medicine.